Manufacturer narrative:
No parts are expected to be returned. Software investigation pending.

Event description:
Medtronic ent rep reported that during a case the surgeon felt inaccurate navigating. He performed a pointmerge registration and had a predicted error of 1.2mm. No impact on pt outcome was reported.